Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer has had her 3rd pump for 5 years and she has been getting a lot of no delivery alarms. Customer noticed that in the last 3 months, she has been getting more no delivery alarms. Customer got a no delivery alarm at dinner a couple weeks ago. The pump kept alarming until she was finally able to get enough insulin. Customer had to keep doing it until she accumulated enough insulin for dinner. Customer's last no delivery alarm was 3 days ago. Customer's blood glucose level was 130 mg/dl. Customer does not want to return the infusion set or the reservoir for analysis. Customer was advised to call back when the alarm occurs in order to troubleshoot it. The customer stated that she is still using the pump and that it is still good. Customer would prefer to keep her pump. Customer was connected to the pump upgrade department since there was no malfunction with the pump. No additional information provided.